Event description:
Pacemaker malfunction. Cavc w/history of chb, pt being ddd paced for complete heart block. Pacer and battery checked within 2 hours of event. Pacer stopped working spontaneously, pt became asystolic requiring brief CPR, epi and nacho3. Spare pacemaker @ bedside "hooked up" with good effect, obtained a paced perfusing rhythm. Pacemaker to be evaluated by biomed. Biomedical engineering was asked to pick up pacer from pt floor. A complete functional check was performed on the pacer and the problem could not be duplicated. Unit was sent to manufacturer for inspection.